Manufacturer narrative:
The serial number of the subject device was reported as (B)(4), however, this serial number does not belong to the model number. Clarification regarding correct product information has been requested and is currently pending. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus there was an e315 error code on the evis lucera elite colonovideoscope. The error was found during preparation for use. No patient injury was reported. The diagnostic procedure was completed using a similar device without problem and there was no delay in the procedure.

Event description:
The customer reported to olympus there was an e315 error code on the evis lucera elite colonovideoscope. The error was found during preparation for use and the patient was not under anesthesia at the time the issue occurred. The diagnostic procedure was completed using a similar device without problem and there was no delay in the procedure. No patient injury was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer (see section b5), as well as a correction to the model number (see section d4). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.